Manufacturer narrative:
It is unknown, if an evaluation took place. There were multiple attempts made for information. With no feedback. Multiple attempts were made to request, information regarding resolution of the reported problem. No resolution was provided. So no information is available. This will be documented as a malfunction. The cause of which was not determined. The device remains at the customer site. And no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device won't boot up. There was no patient involvement.